Event description:
Caller indicated the assure 4 was reading high. In 2009: 5:30pm patient bg read 430. Patient was medicated. At 7 pm patient bg read at 358. Patient fasted. In the next day at 7:30am patient bg read 127. Blood was drawn at the same time for lab work. Patient showed signed of hypoglycemia. Patient was monitored. Lab results were spun down 2 hours later from venous draw. Bg read 65. Patient was monitored.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.